Manufacturer narrative:
The insulin pump had a frozen screen of a full segment display due to a corroded electronic assembly. No reset error alarm could be confirmed due to the frozen screen. The insulin pump was received with a corroded motor home switch, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump made a long buzz sound. The insulin pump had a frozen display. The buttons were also unresponsive. The down arrow button was not working. After changing the battery, the insulin pump counted up to seven and then froze. The insulin pump alarmed unexpected restart. Customer's blood glucose level was 130 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.